Event description:
It was reported that during a da vinci si surgical procedure the fenestrated bipolar forceps instrument was not articulating. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed at the distal idler pulley with loose tension that can affect proper articulation. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. There were scratches on the surface of the distal pulley. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.